Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product was reviewed. Visual and tactile inspection along the sleeve shaft identified no issues with the sleeve shaft. The steerable sleeve (ss) key bond was intact with evidence of adhesive at the proximal end of the key. During functional testing of the clip delivery system (cds) the steerable sleeve properly deflected without an issue. No difficulties with positioning the cds were experienced. The blue alignment markers were confirmed to be aligned. The sleeve key was confirmed to be intact and in the correct orientation on the steerable sleeve. Therefore, the reported sleeve steering issue and difficulty positioning the cds were unable to be confirmed. The actuator mandrel was observed to be bent. In this case, although the analysis was unable to confirm the reported issue, the discrepancy between what was reported and what was observed (no difficulty positioning/sleeve steering issues identified) was likely due to a combination of the bends in the mandrel and varying amounts of tension felt by the device during the procedure versus the returned product analysis. More tension on the device (e.g. Due to the anatomy and/or curves on the device etc.) May cause difficulty positioning/steering the cds. Additionally, the increased tension on the device may cause the mandrel to bend and therefore contribute to a sleeve steering issue. Functional testing for clip caught on chordae resulting in difficulty removing the cds could not be tested as it was related to patient condition/procedural circumstances, and could not be replicated in a testing environment. However, the clip was examined under the keyence microscope, and all frictional elements (fes) were confirmed to be present, and no damage was observed on the fes. The gripper line was noted to be kinked at the clip area which was likely due to the advanced steering maneuvers performed during the procedure. Potential causes difficult to position / sleeve steering issues can include, but are not limited to, manufacturing anomalies (loose or misaligned sleeve key), patient conditions such as anatomical morphology/pathology, user technique or procedural conditions (excessive tension on the device during the procedure). Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the steerable sleeve properly curved and functioned as expected. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. The user also reported no issues while functionally inspecting the cds during device prep, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, difficulty positioning the cds and sleeve steering issues may be influenced by patient anatomical morphology, such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. The information provided suggests that the user prepared and advanced the mitraclip system toward the valve according to the instructions for use (IFU). However, it was stated that the patient had a very big left atrium and dilated to the right atrium, due to which it was difficult to steer the cds down the mitral valve. Therefore, based on the information reviewed, difficulty positioning the cds down the mitral valve was due to patient anatomy and not a product quality deficiency. With regards to the reported sleeve steering, in this case, since analysis was unable to confirm the sleeve steering issue, it is possible that the procedural interactions (e.g. Due to the anatomy) resulted in more tension on the device, as it was stated that the advanced steering maneuvers due to the difficulty positioning and steering towards the mitral valve resulted in increased tension (stress) on the device, which then may have contributed to the bend in the actuator mandrel. Additional tension on the device (such as the procedural interactions) coupled with the bend in the actuator mandrel may have resulted in the sleeve steering (clip moving medially); however, this cannot be definitively confirmed. Therefore, based on the information reviewed, a definitive cause for the sleeve steering issue could not be determined. Although a conclusive cause for the reported sleeve steering issue and bent mandrel could not be determined, there does not appear to be any indication of a product quality deficiency. With regards to the clip getting caught in chordae, the sleeve steering issue from the clip moving medially resulted in the clip getting caught in the chordae. Therefore, the difficulty removing the cds appears to be related to procedural conditions and not a product quality deficiency. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is being filed as the clip moved medially and became caught in the chordae. Although there was no adverse patient effect, a difficult to remove clip has the potential to cause or contribute to patient injury. It was reported that during a mitraclip procedure, due to a very big left atrium and dilated to the right atrium, it was difficult to steer the clip delivery system (cds) down to the plane of the mitral valve. The steerable guide catheter (sgc) steering plus knob was used to adjust the angle. In addition, the cds steering posterior (p) knob was used to steer down under the mitral valve. Due to all of these advanced steering maneuvers, a lot of stress was put on the system and when the clip was advanced, it moved medially and became caught in the chordae twice. It was possible to retract the clip into the left atrium, but due to this event, the mitraclip procedure was aborted. The cds was retracted into the sgc and removed from the anatomy without complications. Post procedure, the patient was stable without complications. Further intervention will be discussed amongst the physician. No additional information was provided.

Manufacturer narrative:
(B)(4). The mitraclip was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.